Event description:
It was reported the patient was at the clinic with driveline power fault. Log files were sent for review. The log files captured driveline power fault alarms beginning at 1:37 pm on (B)(6) 2026. The system controller flagged for driveline power fault first at 12:19pm on (B)(6) 2026. Additionally, the log file captured low flow events on 25mar2026, 1apr2026, and 2apr2026. These occurred at times when the pulsatility index (pi) was elevated. There were no unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. The system controller and modular cable were exchanged and resolved the driveline power fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.